Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) patient sample result obtained on a dimension exl 200 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Quality control results were within the customer's expected ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The issue was resolved by the cse, who performed multiple troubleshooting or maintenance service tasks, including the replacement of several instrument parts relevant to issues of this nature. Repeat of the same sample yielded the expected result. The dimension exl 200 system verification indicated acceptable performance after the service visit. A potential product issue was not identified. The cause of the event is unknown. The system is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on a dimension exl 200 system. The falsely depressed result was reported to the physician(s). The same sample was reprocessed on an alternate dimension exl 200 system. A higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.